Event description:
According to the reporter: stapler hand piece broke off at the reload, leaving 2 small black pieces. One piece was located and retrieved. The other piece was not located.

Manufacturer narrative:
(B)(4).